Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one day post implant, the patient experienced chest pain, pain with right ventricular (rv) pacing and palpitations, and was discovered on x-ray to have cardiac perforation. It was also reported that the right ventricular (rv) lead exhibited high thresholds, no capture and was confirmed to have perforated the heart. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.